Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the device is not working right. Patient states they have pain up inside her vagina and it leaks all the time, and when they stand up, the urine just runs out of her. The caller stated that the pain they are experiencing is a tingling and shock sensation. Patient said they have been having this issue for quite a while but were away from home and thought they had to see her doctor. Patient went to the doctor yesterday, and the doctor told her to call medtronic. Patient has not had any falls or trauma to the area and has never changed programs in over a year of having the ins. Patient takes pain medication every day, and the pain medication has helped with the pain they have been having from the stimulation. The caller stated that they are still wearing depends and heavy pads. Agent walked patient through connecting to her settings, and patient was on program 1 at 1.5. Patient switched to program 2 and adjusted the stimulation to 1.0 and confirmed they no longer felt any pain. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.